Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a hip replacement due to severe arthritis and was implanted with polyethylene liner and delta ceramic head. On (B)(6) 2019, he heard a loud squeaking sound and difficulty when moving. In addition to the physical and emotional damage, the medical bills and lost wages caused by the failure of depuy hip are substantial. The patient would like to resolve the claims related to his hip without hiring a lawyer and filing a suit. After review medical records the patient was revised to address failed left hip arthroplasty with replacement of dissociated liner and head. His radiographs did demonstrate of dissociated liner. The femoral head and cup was removed with no damaged. There was metallic dark fluid encountered. Doi: (B)(6) 2016 - dor: (B)(6) 2019 (left hip).